Manufacturer narrative:
(B)(4). The complainant has communicated that the device is not available for evaluation. The manufacturer will continue to monitor and trend related events.

Event description:
The catheters slipped out of the patient and the balloons appeared to have split. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. Leak balloon could be due to various reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted. Therefore this complaint is not confirmed.

Event description:
The catheters slipped out of the patient and the balloons appeared to have split. The patient's condition was reported as fine.